Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-10782. It was reported that the patient presented in clinic for routine device check. During the check, accurate high voltage lead impedance measure of the implantable cardioverter defibrillator could not be obtained. The impedance values were significantly out of range for both the upper and lower limits. It was noted that the patient was discharged after a recent left ventricular assist device implant which may have interfered with obtaining an accurate impedance measurement. The patient also had an episode of ventricular fibrillation, in which the device delivered therapy. However, the device had inadequate high voltage output with high defibrillation thresholds. The device was explanted and replaced. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient's condition was stable.

Manufacturer narrative:
The reported field event of an impedance anomaly could not be confirmed. The device was tested on the bench, which includes impedance, sensing, pacing, and high voltage shock, and the device was normal.